Event description:
It was reported that three months post implant the patient experienced occasional dizziness. It was indicated that the pacing thresholds and pacing impedance measurements had increased. A revision took place and repositing the lead did not resolve the issue thus this lead was surgically abandoned a new lead was implanted with normal measurements. No adverse patient effects were reported.